Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant as the already in service lead could not be inserted in the crt-d port. During this process, a high impedance was measured at the distal coil. The right ventricular (rv) lead had to be surgically abandoned, a new rv lead and crt-d were implanted. Due to this situation, the patient was sedated for far longer than usual. The attempted crt-d has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies; the setscrews moved freely and the seal plugs were intact. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the high impedance values observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant as the already in service lead could not be inserted in the crt-d port. The right ventricular (rv) lead had to be surgically abandoned, a new rv lead and crt-d were implanted. Due to this situation, the patient was sedated for far longer than usual. The attempted crt-d is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant as the already in service lead could not be inserted in the crt-d port. During this process, a high impedance was measured at the distal coil. The right ventricular (rv) lead had to be surgically abandoned, a new rv lead and crt-d were implanted. Due to this situation, the patient was sedated for far longer than usual. The attempted crt-d is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.